Manufacturer narrative:
(B)(4). Insulin pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir had missing pieces. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.